Event description:
Philips received a complaint from manufacturer's product support engineer (pse) reporting the bottom portion of the v60 ventilator touch screen was not responsive. The issue was identified during a service evaluation; the device was not in clinical use. There was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and reported a touch screen calibration failed to resolve the issue. The pse recommended replacement.

Manufacturer narrative:
Reporter phone number - (B)(6).

Manufacturer narrative:
H10: the product support engineer (pse) recommended replacement of the touch screen. The pse provided analysis findings to the customer and recommended replacement of the touch screen. Once customer approval was received, the pse replaced the touch screen. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.